Event description:
A report was made concerning a t:slim x2 pump battery that would not charge. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.